Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had system failure errors with both cables switched between machines despite battery changes. The unit usually had low reading ranging 90's, 90-93. There was no patient harm.